Event description:
Mesh explanted. Patient implanted in 2005. Presented with discomfort where mesh was implanted. Indwelling period was 736 days.

Manufacturer narrative:
The subject product has been received and examined. All components were found to be intact. There was a slight amount of deformation around the circumference of the patch. This may be due to stresses placed on the patch during the implant period and during explant of the mesh. There was nothing observed with regard to the product that can be correlated to the discomfort the pt was experiencing.